Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed a no delivery alarm and a check setting alarm. Customer's blood glucose was 101 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump comes on and off; the blank display problem is isolated to mother board; unable to verify e15 or setting due to blank display anomaly also, unable to perform the displacement test due to blank display anomaly. The insulin pump was received with minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.